Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release and this issue occurred with one set. The patient noticed the insulin out of the tubing about 16 hours after changing the set. No further information available.